Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump became unresponsive after she had jumped into a pool with the insulin pump on. She stated that the device had been exposed to pool water with no visible moisture in the insulin pump. The customer's blood glucose was 175 mg/dl. She did not observe any alarms after the fluid exposure but noted that nothing responded on the insulin pump. She was unable to run the self-test to troubleshoot. She later noted that she changed the batter, after which she ran a fill cannula. She observed numbers scrolling through 7 to 10. She stated that the numbers either did not move or scrolled through on the screen quickly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.